Event description:
Boston scientific crm received information that during a follow up visit, it was noted that this right ventricular lead had increased impedances and threhsolds since the implant procedure on (B)(6) 2010. Measurements of the left ventricular lead and atrial lead revealed good values and a chest x-ray revealed no obvious lead dislodgement. A revision procedure was performed on (B)(6) 2010 as the impedances were greater than 3000 ohms. During the procedure, it was noted that the connection between the lead terminal pins of the ventricular lead and the header of the device (B)(4) was loose. The right ventricular setscrew was not tightened. The setscrew was tightened and the right ventricular measurements were in normal range. The remaining setscrews were tightened and the measurements were repeated; the right ventricular measurements revealed constant lead impedance and threshold values. No adverse patient effects were reported.

Manufacturer narrative:
The device and leads remain implanted. Should additional information become available an amended report will be submitted.